Manufacturer narrative:
This report is submitted on july 5, 2021.

Event description:
Per the clinic, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on may 31, 2022.